Manufacturer narrative:
Evaluation of the treatment tip cannot be completed. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The customer can also utilize the burn paper to confirm the system laser is providing correct pattern/coverage. The customer performed the burn paper test, and the review of the burn paper showed proper pattern/coverage. According to fraxel user manual, discomfort, redness, hyperpigmentation, and burns are known potential reactions to treatment. According to the user manual, blistering or burns may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypopigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. Additionally, mild-moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, discomfort, redness, hyperpigmentation, and burns are known potential reactions to fraxel treatment. At this time, no corrective action is necessary.

Event description:
Updated information of dated pictures demonstrates the first photograph showing blister formation was taken on the same day as the treatment. Three additional photographs were taken 2 days post treatment at the time of this report. The patient¿s condition was reported as improving. There is a potential for residual hyperpigmentation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility reported that a patient underwent a fraxel procedure around the mouth which resulted initially in blisters formation, followed by distinct excoriations and the condition worsening two days post treatment. The patient reported strict avoidance of uv exposure and did not use sunscreen during the exposure period. Secondary treatment was required, and the patient was treated with fucicort® cream. According to information provided, the first photograph showing blister formation was taken on the same day as the treatment in the evening. Three additional photographs were taken two days post treatment, and the photographs show localized burned areas on both sides of the face. At the time of the latest update, the patient¿s condition was reported as improving. There is a potential for residual hyperpigmentation. According to the report, the patient was not receiving any medications at the time of the procedure. The patient is currently improving; however, residual hyperpigmentation is potentially anticipated as a sequela of the event. It was also reported that the patient experienced pain during the treatment. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient's skin type is recorded as type ii-iii. The highest energy used was 20 with a treatment level of 7 and 6 passes. This treatment tip has been used previously 2 times. A burn paper test was not performed prior to using the tip. Due to the reported outcome, the case was reassessed as serious by the medical reviewer.